Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The patient experienced an electrical shock from their implanted cardioverter defibrillator six days after beginning sprint treatment targeting the l4 medial branches of the dorsal ramus. The patient reported experiencing presyncope and feeling generally unwell prior to the shock being administered. Following administration of the shock, the patient was instructed to keep stimulation turned off until they were able to contact their cardiologist; it is unclear from the information available whether or not stimulation was turned on at the time of the issue. The patient's leads were removed approximately one week after the shock was administered. The patient's cardiologist reportedly interrogated the defibrillator and suspected that the patient's sprint system may have interfered with the device and caused the shock. Given that the patient was experiencing symptoms such as presyncope immediately prior to the shock being administered, it is possible that the defibrillator may have been acting in response to a change in the patient's medical state unrelated to sprint rather than interference from the sprint device. The patient's mounting pad and epg were reportedly being worn on the left side of the patient's ribcage. Given that the patient's leads were placed in the low back, it is not expected that the path of stimulation current would have crossed the heart volume. Note that per the sprint clinician instructions for use, use of the sprint system is contraindicated for patients with an implanted active cardiac implant (e.g., pacemaker or defibrillator). No additional information regarding resolution or recurrence of this issue was available at the time of investigation. However, given that the patient's leads were removed, no lasting adverse effects from stimulation are anticipated. Since the patient's equipment has not been returned, inspection of the device is not feasible; if the patient's equipment becomes available, this investigation will be updated. It is not suspected that the sprint product was faulty or had any specific deficiency based on the information available in this report.

Event description:
The patient experienced an electrical shock from their implanted cardioverter defibrillator six days after beginning sprint treatment targeting the l4 medial branches of the dorsal ramus.